Manufacturer narrative:
There are no known underlying or pre-existing health conditions that may have contributed to development of infection at the implant site. A lab culture was performed to identify the type of infection, however those results were not shared with the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat hip pain. In (B)(6) 2025 the patient was noted to have developed signs of infection at the location where the implantable pulse generator (ipg) was placed. Antibiotics were administered at that time and the patient was referred to a wound care specialist, however the issue did not resolve. On (B)(6) 2025 the ipg was removed to allow for the infection to resolve. The implanted leads were left in place with the intention of connecting them to a new ipg at a later date. On (B)(6) 2025 the infection is reported to be resolving.